Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-12860, reference MFR. Report#: 1627487-2018-12908. It was reported that the patient's drg leads migrated. The patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was restored post procedure.